Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent was explanted. The two target lesions were located in the diagonal and left anterior descending (lad) artery. A 3.50x32mm synergy ii drug-eluting stent was initially placed in the diagonal. A 2.75x16mm synergy stent was advanced but the device was unable to cross the lesion. The device was removed and replaced with a 2.5x23mm non-bsc stent; however the device was unable to fully cross the lesion. Upon removal of the non-bsc stent, it became entangled with the implanted synergy stent and was explanted. Both, the non-bsc and synergy stents were snared out from the patient's body. The procedure was completed with placement of 3.5x24mm and 2.5x24mm synergy stents in the lad and diagonal. The following day, the patient was discharged. No patient complications were reported and the patient's status was stable.